Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. No patient symptoms were reported; the patient would continue to be monitored.